Manufacturer narrative:
(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the sys error 105, which was reproduced while running a test set in basic mode. Sys error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced. See scanned page.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was reported there was no pt injury.